Event description:
The international customer reported while the device was in operation, it was turned off due to an odor of overheating. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service technician reported the power management board was replaced to address the reported problem. The service technician reported a voltage supply fault had also occurred and the motor controller pcb board was replaced to address the reported problem. Applicable testing was performed, including alarms, and tests passed with no faults confirmed.

Event description:
The customer reported that the ventilator would not proceed through power on self test after powered on, and visual led alarms were present. Review of the device diagnostic log history noted a shut down of the unit and failure to successfully restart into normal ventilation mode due to a power on self test failure. Device evaluation is currently in progress.

Manufacturer narrative:
Evaluation in progress.